Event description:
The patient stated that the needle button released on its own on three v-go 30 devices after being worn for about 20 minutes. All three v-go devices were discarded. The patient stated that the v-go devices were not accidently bumped.